Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/28/2016. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an undisclosed date and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and tvt-o was implanted. It was reported that patient concurrently underwent total vaginal hysterectomy, bilateral salpingo-oophorectomy and cystoscopy. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). It was reported that patient underwent cystocele repair on (B)(6) 2011 and prolift was implanted by dr. (B)(6) due to cystocele, rectocele.

Manufacturer narrative:
It was reported that during an ultrasound-guided liver biopsy in normal tissue, the bottom slide of the device allegedly was unable to prime. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient injury.